Event description:
Anesthesiologist and techs report that on at least five occasions in the past three weeks -other incidents may not have been reported- vital signs model a5z57xxx breathing circuit couplings and king systems model 1055 size 5 adult anesthesia masks have stuck together. They cannot be separated once the circuit's connector is inserted into the aperture on the mask. Since there was no immediate way to determine which product was causing the problem, materials services removed lot 1hfh4 of the 1055 mask and lot 314a of the breathing circuit and replaced them with new lots. The problem has not recurred to date, but since it was only occurred intermittently this may not mean that switching the lots solved the problem.